Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was online but not receiving patient information and having offline icon. The customer stated that this malfunction occurred while dispensing medications to the patient and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was online but not receiving patient information and having offline icon. A field service engineer (fse) checked the network settings on the device, found it was not pulling a proper internet protocol (ip) address from the port and confirmed customer information technology (it) involvement was required. The fse then worked with the hospital it department to troubleshoot the network issues and successfully brought the device online. The station then connected to the server and was not in disconnect mode anymore. The system functioned as intended after the field service engineer troubleshot the device.